Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue. Dilatation catheter: 3.0x12 mm nc trek. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (rca) with mild tortuosity and mild calcification. A 2.0x12 mm mini trek balloon dilatation catheter (bdc) was advanced and pre-dilatation was performed. A 3.0x33 mm xience prime rx stent delivery system was advanced and the stent was implanted. Post dilatation was performed with a 3.0x12 mm nc trek bdc; however, after post-dilatation a dissection was noted at the proximal end of the stent. A 3.0x28 mm xience prime rx stent was implanted to cover the dissection and covered until the ositum of the rca. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.